Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Evaluation summary: the distal conductor of the lead developed a fracture due to flexing while in vivo; partial lead in segments returned and analyzed.

Event description:
It was reported that the right ventricular (rv) lead had fractured. The lead was extracted and a new lead was implanted. No patient complications have been reported as a result of this event.